Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 735 mg/dl, vomiting, and diabetic ketoacidosis; cause was not known. Customer administered manual injections and performed supply change to address the issue and went to the emergency room with high ketones identified as dangerous by a healthcare provider. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin, magnesium and potassium. Customer was discharged 2 days later with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.